Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in japan that during an unspecified procedure on (B)(6) 2024, a versalok threader tab device was used. According to the report, the surgeon attempted to insert the anchor directly into the bone without creating a pilot hole because the patient was elderly. It was reported that however, the bone quality was unexpectedly good, and the peak of the anchor broke as t wound up. It was reported that there was no broken piece in the body. Another anchor was inserted after creating a pilot hole without any problems. The device was brand new and the first use when the issue occurred. There was a thirty minute delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation has been updated to reflect the correct information: investigation summary according to the information provided, it was reported that ¿while attempted to insert the anchor in question directly into the bone without creating a pilot hole because the patient was elderly. However, the bone quality was unexpectedly good, and the peak of the anchor in question broke as t wound up. There was no broken piece in the body. Another anchor was inserted after creating a pilot hole without any problems¿. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number (107l023), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.